Manufacturer narrative:
Failure event observed during analysis. Final analysis found a high current detected and the source was related to an integrated circuit (ic) failure associated with vddh which is a supply voltage internal to the ICD and generated from one of the ics.

Event description:
This report is to advise of an event observed during analysis.